Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative noted that the fuses did not blow and as a precaution they installed an inrush suppressor. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the fuse had blown in the imaging system and the inrush suppressor needed to be replaced as a precaution. There was no patient present when this issue was identified.